Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was failed to open and user was unable to issue medication for the first time. A technical support specialist (tss) informed the customer that the issue was under investigation and that no permanent fix was available at the time. As a temporary workaround, the customer was advised to log off, log back in to reissue the request and the customer confirmed authorized closure of the case.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower drawer did not open, and the user was unable to issue the medication the first time. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower drawer did not open, and the user was unable to issue the medication the first time. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.